Manufacturer narrative:
The lot history record of the reported lot number has been reviewed. The pipeline flex will not be returned for evaluation as it was implanted in the patient. The customer's complaint "incomplete open"; was confirmed per the images that the customer provided. No other complaints have been reported against the lot number. Based on the customer's images from the procedure, the customer's report was confirmed. The device was not returned for analysis; therefore the event cause could not be determined.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right unruptured saccular opthalmic carotid aneurysm, the physician reported that the pipeline flex initially deployed well but when the device was being deployed at the aneurysm neck, the device would not fully open. The physician tried to re-sheath twice. The device looked very flattened. After multiple attempts to open, the device opened a little. The physician planned to balloon it open. The rest of the pipeline flex device was deployed well. The physician then exchanged out for a balloon catheter. The balloon was inflated and opened the pipeline flex as expected, but when physician deflated the balloon, the device returned to its narrowed pre-inflated state. The physician subsequently used a larger balloon catheter but the pipeline flex returned to its narrowed pre-inflated state. Next the physician tried to deploy a stent through its own catheter. The stent would not advance due to the vessel tortuosity and the system was removed. Finally, the physician successfully delivered a different stent across the neck of the aneurysm inside the pipeline flex which opened the vessel. The physician was satisfied and the procedure was concluded. No patient injury was reported as a result of this procedure.